Manufacturer narrative:
(B)(4). The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one dilator, a catheter-over-needle assembly, and an 18ga introducer needle for analysis. Signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was deformed. In addition, there appeared to be a clear substance within the distal tip of the dilator. The damage to the dilator tip is consistent with undue force applied on the dilator during an attempted insertion. The dilator body length measurement was within specification and the dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator met all relevant functional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, comments from manufacturing, and the report that the defect was found during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the doctor found the dilator tip damaged during used on the patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the doctor found the dilator tip damaged during used on the patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)